Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user-applied excessive mechanical forces, misaligned insertion and/or prying/leveraging the device during insertion.

Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that an ar-14100g humeral sutureplate depth guide broke off in the canal of the patient and could not be removed via a proximal humerus. The procedure was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.